Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation, it is probable that the incident occurred due to the use of a high-frequency device without maintaining sufficient distance from the tip. The event 9 is detectable and preventable by handling device in accordance with the following IFU. 3.8 inspection of the endoscopic system. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.